Event description:
During the proceure, used a cook endoscopy eclipse ttc wire guided balloon dilator to dilate the patient's esophagus. During use, the stylet became stretched. An injury to the user or patient was not reported. The device was returned due to an observation unrelated to stretching of the stylet.